Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose on (B)(6) 2025. The patient went to emergency room on (B)(6) 2025 for five hours due to high blood glucose. The patient was treated in hospital by manual insulin. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. The patient was released from hospital on (B)(6) -2025. Moreover, the infusion set was used for seventy-two hours. No further information available.